Event description:
It was reported by a customer in the USA that, during a laser procedure in an outpatient surgery center, the 5.5 laser-flex tracheal tube (which was pre tested before use) was noticed to have had a cuff air leak. The item was removed from the patient, who could not be re-intubated due to the patient have an edema. The laser procedure was aborted, and a direct laryngoscopy was performed instead. There is no available lot number because, it was the last from a box of five, and the package was discarded. No add'l failure info was available, and there was no reported patient injury.

Manufacturer narrative:
The 5.5 laser-flex tracheal tube, with unknown serial number, is expected to be returned, and investigated. The investigation is anticipated, but not yet begun. Covidien reference # (B)(4).

Manufacturer narrative:
The batch paperwork for this lot could not be reviewed as the lot number is unknown. One sample was returned for evaluation, contained in a sample bag, without its original pack. Visual examination of the returned unit shows the shape of the tube has been altered and there is a blue substance contained in the cuffs and in the pilot balloons which is not from our manufacturing process. Both cuffs on the returned unit were inflated using manufacturing parameters without issue. Both cuffs on the returned unit were leak tested under water and no leakage detected. The returned unit remained inflated for twenty four hours and no defects were detected. The returned unit was inflated / deflated three times and no issues noted. The returned unit was then submerged in water and air was passed through the main body of the tube and no leakage detected. The reported defect could not be detected on the sample returned for evaluation. (B)(4).